Event description:
It was reported that the surgeon has removed the liner and has noticed the item has excessive wear and is heavily oxidised.

Manufacturer narrative:
The associated cobalt chrome femoral head and reflexion liner were returned and evaluated. A lab analysis performed on the received devices indicated that scratches were observed on the articular surface of the head as well as near the female taper. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Scratches on the lateral surface as well as damage & discoloration to the antiversion lip are also noted. Sem images to the antiversion lip damage & discoloration lead to an additional energy dispersive x-ray analysis which showed high concentrations of carbon. Antiversion lip damage is likely due to stem neck impingement. Sem images of the scratches and damages to the femoral head lead to additional edx analysis which revealed titanium (ti) metal transfer on the articular surface of the femoral head, and iron (fe) on the rim damage, near the female taper. Our clinical evaluation noted that no clinical supporting documentation has been provided for inclusion in this investigation. Without the requested clinical information, a thorough clinical/medical investigation cannot be rendered. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.